Event description:
In 2007, a vbr-11, was implanted in the c5 level. Some time post implantation of the device, the patient complained of weakness in the deltoid muscle. The surgeon suspected a hematoma may have been causing the weakness, so a revision was scheduled to remove the device and place an adjustable cage. During the surgery the surgeon noticed that the nerve root sleeve was nicked, which in his opinion most likely occurred during the original surgery. The surgeon ended up doing a "corpectomy" at the c4 level and implanting another vbr-11 device. The patient is reportedly doing well.

Manufacturer narrative:
Implant not returned for analysis. Data provided and manufacturing history indicates that the implant performed as intended.